Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2016-00428. The device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure for occluded stents in the iliac artery using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). Prior to the procedure, the physician treated the patient with tpa for two days overnight. The majority of the clot was resolved with tpa. The next day, the physician used another manufacturer's device to remove residual clot and was able to remove some organized matter; however, there was still a large clot burden left in the inferior vena cava (ivc) filter so the physician decided to use a cat8 to help remove most of the ivc clot so that he could safely remove the ivc filter. The physician started to aspirate the clot using just the cat8 and noticed that the clot burden was organized enough to cork in the cat8 but could not be retrieved through the sheath. Therefore, the physician advanced the sep8 through the cat8 and began to advance and retract the sep8 to help break up some of the clot. At one point during the procedure, the physician attempted to remove the sep8 but it got stuck on the end of the cat8. Before trying to remove the sep8, the cat8 was positioned in a straight segment and was laying straight in the vessel. However, under fluoroscopy, the physician noticed that the cat8 would bend, almost in the shape of the letter "c" whenever he attempted to remove the sep8. Therefore, the physician decided to remove both the cat8 and sep8 from the patient. While the devices were being retracted back through the other manufacturer's sheath, the tip of the sep8 broke off. Under fluoroscopy, the physician could see the bulb of the sep8 in the sheath. Therefore, he safely removed the sheath from the patient. Upon inspection of the bulb, the physician found an organized piece of clot that was adhered to the bulb. The physician was pleased with the amount of clot that was removed from the ivc filter prior to the tip of the sep8 breaking and decided to end the procedure and remove the ivc filter. There was no report of an adverse effect to the patient.